Event description:
Refer to h10.

Manufacturer narrative:
F7: follow up #01. F9: approximate age of device. F10: coding changed based on the investigation result. Health effect impact code: 4613 minor injury/illness/impairment. Medical device problem code: 3020 scratched material. Component code: 4761 access port, 525 tube. Evaluation summary: this is an event in which a foreign matter such as a brush clogs the pipe. The cause is thought to be that the brush used by the user during cleaning was broken and remained in the pipe. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical was made aware of an event that occurred in the operating room during use in (B)(6). The user initially reported that the patient was undergoing removal of gi band procedure under general anaesthetic. Several different instruments were being used in addition to the pentax medical video gastroscope, model eg27-i10, serial number (B)(4). The eg27-i10 endoscope working channel was damaged during the procedure and the endoscope was returned for repair to pci and received on august 7, 2020. The repair order noted that "grasping forceps were stuck in the scope and forcefully removed by dr." There was no mention of patient injury with the repair request at this time. Pentax (B)(4) assessed the damage and confirmed the damage to the working channel. Upon pentax (B)(4) notification to the hospital of the repair assessment on august 11, 2020, the hospital responded to please return the scope as there had been an adverse event but provided no further details. Pci returned the scope to the hospital unrepaired. On august 25, 2020, the complainant provided a medical device incident harm or potential for serious harm/death vendor communication and investigation agreement to pci. No information about the adverse event or patient injury was provided at that time. In a follow up call on august 27, 2020, the complainant reported to pci that at some point during the procedure, the patient's tongue was severed (glossectomy). The complainant is not sure when or how this occurred. The complainant stated that the damage to the working channel occurred possible due to the grasper jaws being removed in an open position but he was not sure. He also stated the patient injury was likely not from the endoscope but occurred due to one of the other instruments. The complainant also reported that after the incident, the patient was referred to plastic surgery but it was determined the tongue could not be reattached. No other patient information was available. On august 28, 2020, the hospital shared the cmdsnet report with pentax (B)(4). In it the consequences to the patient are described as: "avulsion of the tongue" and incident details are described as: "endoscopic scope and wire inserted for the intended procedure. Wire fed through olympus sheath and into the handle. Sheath connected to handle and screwed into place. Wire tightened in order to advance to upper gi. During the retrieval of the wire and scope from the stomach, anesthetist noticed patient "hemorrhaging" from mouth." The investigation is in-process.